Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. Patient reported that their ins was placed in (B)(6) 2007 but the ins was not working. Patient added that they did not know when the ins first stopped working but it was over three years ago. Patient stated that they had not seen their managing health care professional (hcp) in (B)(6) in 3 years and needed to find a place that was closer. It was noted that patient would be following up with physician from hcp listing sent to the patient. Patient had also received a letter requesting them to update their record with the registration department and also wanted to get a listing of hcps that were potentially closer than where the patient goes currently. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event